Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the rf head had intermittent interrogation and the cable was twisted, as a result the cable was replaced. (B)(4).

Event description:
It was reported the programmer rf (radio-frequency) head was not consistently working; the cord needs repair. The rf head was returned for service. No patient complications have been reported as a result of this event.